Event description:
It was reported that an alert/notification settings issue occurred. An external visual inspection was performed and passed. Receiver charge and boot was performed and passed. Functional tests were performed and passed. Alarm/alert manual test was performed and passed. Speaker/vibrator resistance was performed and passed. An internal visual inspection was performed and passed. Performance data was reviewed. An alert/ notification settings issue was not found within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2: type of follow up - additional information/ device evaluation. H3: device evaluated by mfg - additional information. H6: additional information. H11: additional information.

Event description:
It was reported that alert notification occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).